Event description:
Two endovascular stents mounted on a balloon catheter were successfully advanced to the target lesion site in the pt's iliac artery. During inflation attempt of both balloon catheters, the balloons ruptured, leaving the stents partially expanded at the target lesion site. Another balloon catheter was utilized to fully deploy both stents. There were no clinical sequelae reported relative to the event.